Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The aortic pericardial surgical valve was implanted off-label in the pulmonary position. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was most likely due to patient factors/conditions. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 27mm aortic pericardial valve implanted in the pulmonary position underwent intervention for a valve-in-valve replacement after an implant duration of 4 years and 11 months due to bioprosthetic degeneration leading to regurgitation and stenosis. Indication for initial replacement was pulmonary bicuspid native valve stenosis and insufficiency. As per medical opinion, patient's age and progression of his disease (tetralogy of fallot) could have contributed to the early valve failure. A 26mm transcatheter valve was successfully implanted within the surgical edwards valve. The patient was noted to be discharged.